Event description:
The customer reported that after the device was inserted into the trocar, the silicone boot fell off the device and into the patient's cavity. The surgeon looked for the boot for over an hour and was unsuccessful in finding it.

Manufacturer narrative:
(B) (4). (B) (4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.